Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use of the 4.5x120 mm supera self expanding stent system (sess), the device was noted to not have a tip at the end of the delivery system. An unspecified guide wire could not be loaded or backloaded through the delivery system. There was no device use or patient involvement. While outside the anatomy the stent was able to be deployed. A new same size supera sess was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported component missing was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during removal of the stylet the tip was inadvertently pulled resulting in the reported tip component missing /noted tip material separation; thus during attempted guide wire advancement resulted in the reported difficult to advance and the noted exposed stent implant. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.